Event description:
A report was received that the pt was not receiving stimulation. Physician's notes from a previous non-device related surgery confirmed that the attending physician cut the lead and fried the battery. The physician had recommended a revision. No surgery has been scheduled at this time.